Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the patient developed an infection after implant. The patient's generator and lead were explanted due to infection in (B)(6) 2017. The manufacturer's device history records of the lead and generator were reviewed. Sterility of the products prior to release was verified. No further relevant information has been received to date.